Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus. The device wasn't bumped nor dropped. It didn't alarm motor position encoder error and it wasn't exposed to an MRI. The customer doesn't use the sensor feature on the device. Customer's blood glucose was 98 mg/dl. The device is not returning for analysis.